Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient stated that when the cgm showed a low reading, he self-treated with fast carbohydrates. According to the patient the low cgm reading was inaccurate which then led to a high blood glucose level. An unknown time after the self-treatment the cgm was reading low, and the blood glucose reading was 480 mg/dl and 1 hour later the blood glucose reading was 555 mg/dl. At this moment the patient experienced extreme weakness. The patient reported that after self-treating the hyperglycemia with insulin, he experienced a ¿massive hypoglycemia¿ at night. The wife called an ambulance and the patient reported that the event required an emergency intervention. A handwritten medial report was sent which mentioned a blood glucose reading of 29 mg/dl. No treatment could be recognized in the report, but the patient reported that he was given a "sugar" solution both by injection and orally. At an unknown point during the event, the patient experienced not feeling good , dizziness and almost lost consciousness. The patient recovered 1 to 2 hours after treatment and at the time of the report the patient was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.